Event description:
Good day I am writing to report an injury I suffered on (B)(6), 2024 from dexcom stelo continuous glucose monitor. I reported the injury immediately on (B)(6) 2024. I have documented with video and photos the profuse bleeding and the resulting bruise that lasted for weeks. Stelo biosensor was ejected from the applicator with such force that the biosensor injection site started bleeding profusely. I had to remove the biosensor and apply pressure to stop the bleeding. Subsequently, two applicators failed to eject the biosensors. The monthly cost of two biosensors is (B)(6). In an attempt to resolve the issue, I have reported my complaint via multiple phone calls to dexcom customer support (while dexcom has phone support dexcom stelo does not) and via stelo online submission of my complaint. Instead of responding to my already filed complaint, stelo continues to ask me to submit a complaint. I have submitted the same complaint on stelo website three times, yet stelo is still asking me to submit a complaint. I am attaching documentation of my multiple stelo online complaint submission. I am requesting FDA to help me reach dexcom stelo and resolve my issue please. Please advise if need for additional information or questions. Thank you (B)(6). Ref report: mw5163079.

Event description:
Additional information received on 12/5/2024 for mw5163078 to update procode.